Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient was scheduled for a normal eri (elective replacement indicator) pump replacement. Per the hcp (healthcare professional), the patient was asymptomatic. The patient had good control of spasticity. During the replacement procedure, the physician was unable to obtain csf (cerebrospinal fluid)/drug flow from the catheter when it was disconnected from the old pump. The catheter was trimmed and they were still unable to see flow or aspirate. The physician then went to the midline and trimmed and still was unable to see csf flow from catheter. The physician noted that the distal segment of the catheter was fractured. The catheter was explanted and a new catheter was placed. Once hooked up, the system was functioning properly. Per the patient, she didn¿t seem to have any significant signs or symptoms, but she was concerned that because of the catheter fracture the baclofen was going everywhere within her body and could do ¿big time damage¿. The patient status was reported as ¿alive-no injury¿. The device system was delivering gablofen. The dose was reduced at the time of surgery. The following day, the concentration was changed/reduced as well. The patient recovered without permanent impairment.